Event description:
The hcp reported that the pt's interstim device was removed due to infection. There was purulent discharge from the incision. The pt received both IV and oral antibiotics and recovered without sequela.

Manufacturer narrative:
Final device analysis determined no anomalies.